Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Event description:
It was reported via phone call that the customer experienced low blood glucose of 41 mg/dl on (B)(6) 2018. The customer's blood glucose at the time of the phone call was 62 mg/dl. The customer did not provide information on symptoms or details leading up to the event. The customer treated their low blood glucose with carbohydrates. The customer declined troubleshooting for the event. The insulin pump was returned for analysis.